Event description:
412143 onguard spike port adapter defective. Detailed inquiry description. 412143 is attached to 250ml pinnacle bag, chemotherapy was mixed using og. Bd secondary set 72213n was attached to 412143 was back primed. When nurse went to start infusion, IV fluid would not flow. It was hard to squeeze drip chamber of 412143 and no fluid would dispense into the drip chamber. Injury- no.